Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported receiving a system message during a case. The case was completed but with difficulty. Additional information was requested but none is expected to be received as per the current (B)(6) standards, adequate information was provided.